Event description:
Reporter indicated that pt has had an increase in drop seizures and status since the vns implant. Over the past several months the pt goes several days without seizures then will have 4-5 drop seizures in one day. It was reported that the seizures are more intense since the vns implant. Pt experienced an epsiode of status for two days in 2001 which resulted in a trip to the emergency room. Pt experienced an episode of status 9 days later which resolved by itself. No changes in medications (trileptol and tegretol) have been made since implant.